Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date, diagnosis and name of initial surgical procedure? The initial approach for the index surgical procedure? Any concurrent procedures? Were there any intra-operative complications? Other relevant patient history/concomitant medications what were current symptoms following the index surgical procedure? Onset date? Please clarify what ¿overactivity¿ meant? Location, cause, treatment and onset? When was the mesh extrusion first noted by a physician? Mesh extrusion site/location, symptoms and diagnostic confirmation? What is physician¿s opinion as to the etiology of or contributing factors to these outcomes? Date and surgical findings of vaginal part of mesh removal? What is the patient's current status? Were symptoms resolved after revision? Product code and lot # if applicable, will product be returned, return date, tracking information.

Event description:
It was reported that the patient underwent a gynecological procedure on unknown date and the mesh was implanted. The patient experienced mesh extrusion and overactivity. Vaginal part of mesh was removed. Additional information has been requested.